Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the valved trocars leaked during a vitrectomy procedure. The surgeon was able to complete the procedure and there was harm no the patient. The sample was not retained. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer could not be determined. (B)(4).